Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's wife reported via phone call that the insulin pump had keypad anomaly. Troubleshooting for keypad anomaly was performed. Customer's wife advised the act button responds intermittently. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
All of the buttons are functioning properly. No damage in the keypad assembly noted. No unlocked lcd keypad connector during our visual inspection. However, the insulin pump was received with cracked reservoir tube lip and minor scratched display window.